Manufacturer narrative:
Concomitant medical products: 39565-65 lead implanted: (B)(6) 2011, 97702 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.